Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - partial hysterectomy with removal of both fallopian tube). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, device expulsion and headache outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: pfs received-case become incident. Injury nos replaced and new event abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, pain. Were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) (batch no. 509811, 621801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included vaginal delivery and umbilical hernia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - partial hysterectomy with removal of both fallopian tube). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, device expulsion and headache outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: left: 3 coil, right: 3 coils. Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received. Reporter information, lot number, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 509811, 621801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included vaginal delivery and umbilical hernia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - partial hysterectomy with removal of both fallopian tube). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, device expulsion and headache outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: left: 3 coil, right: 3 coils lot number: 509811, manufacture date: 2006-04, expiration date: 2008-03. Lot number:621801, manufacture date: 2006-11, expiration date: 2008-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.